Event description:
It was reported that the patient experienced their pre-existing symptoms return. An x-ray confirmed the patients indirect decompression spacer shifted out of position. The patient underwent a revision procedure where the spacer was successfully removed and replaced with a new spacer. There were no patient complications due to the event. The implant date and device lot number are unable to be obtained. The device will not be returned as it was retained by the medical facility.